Event description:
The pt received two leads with the same lot number. It was reported the pt no longer had stimulation in the correct location, and desired stimulation in the right chest and scapula. X-rays ID not reveal migration. The sjm rep met with the pt for reprogramming and determined both leads had at least one contact with invalid impedance. It was reported the pt received stimulation in the chest, but not in the back. Both areas are part of the targeted pain pattern. The physician did not plan further action at the time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.